Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had experienced a dura puncture resulting in the leakage of cerebrospinal fluid. A blood patch was administered to address the symptoms. The patient has subsequently recovered without sequelae.